Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: firing trigger switch actuator post. The analysis found that one pse60a device was returned for analysis with no cartridge reload present. The device was returned with a non working firing mechanism. No further functional test could be performed due to the condition of the device. However a dry fire was performed in order to test the reverse button force. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The knife reverse button force worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a large bowel procedure, the knife did not return to home position after the third firing when the device was used for side to side anastomosis. The device was pulled from the clamped tissue forcibly because the surgeon forgot the knife reverse switch and the device was removed from the patient. The deployed staples were formed properly. Also, the target tissue was cut properly. Then, the same device loading a new cartridge intended to be used, but it was not activated at all at the fourth firing. The cartridge was blue. The device functioned as intended when it was used on the large bowel at the first and second firings. Another device was used to complete the case. There were no adverse consequences to the patient.